Event description:
Additional information: symptoms have resolved.

Manufacturer narrative:
Additional information: describe event or problem.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of delayed nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the lips. About 2 months later, the patient developed ¿delayed onset nodules¿ at the injection site. Patient was treated with keflex and prednisone. Symptoms are ongoing.